Event description:
Pump infused in 24 hours instead of 45 hours. No adverse event occurred.

Manufacturer narrative:
Sample has not yet been received, but was reported to be available. The sample will be evaluated when received and a follow-up report will be filed.